Manufacturer narrative:
The lot number for the reported malfunction was provided, a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for the shaft break and hypotube bend. The definite root cause could not be determined based on the available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 425-2012x pta balloon dilatation catheter allegedly experienced break and material twisted and bent. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.